Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a patient experienced a capsule tear after the lens was placed in the eye. The nurse also reported there was an unspecified quality issue with the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unapproved cartridge / handpiece combination and unapproved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).